Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire with the snare catching the elongated coil wire was returned for evaluation. The ball tip was found attached on the distal end of the elongated coil wire which remained in one piece. The core was found fractured at approximately 6 mm from the tip where core composing twist wire and straight core wire were found tangled together. Proximal end of the core fracture located distal to the inner coil wire. As seen on the distal end of the core fracture, both twist wire and straight core wire were found tangled together. As the elongated coil wire remained in one piece, measurement of the core length supported that the entire guide wire was retrieved. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated torsion was applied on the guide wire in attempts to cross the lesion. When the accumulated torsion exceeded the product's design limit, it caused the core to fracture. Elongation of the coil wire was likely occurred by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a 99% stenosis in #3 of the right coronary artery. An asahi sion blue guide wire was used in attempts to cross the lesion when the core wire fractured and the coil wire unraveled. A snare was used to safely remove the broken guide wire. The procedure was successfully completed with reestablished blood flow by stent deployment. There were no adverse patient effects.